Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed and the reported conditions were confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified spine surgical procedure, it was discovered that the motor device had vibration and was ¿changing speeds for no reason¿. There were no delays to the scheduled surgical procedure as the device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.